Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that the patient experienced no audio alerts on (B)(6) 2015, leading to the patient missing a low alert and experiencing a hypoglycemic event. Patient states that her husband checked her blood glucose which read at 50 mg/dl, however patient could not recall what the dexcom continuous glucose monitoring system read or if the alarm went off. Patient's husband called the paramedics on the same day and patient was transported by ambulance to the hospital where patient was administered intravenous fluids and glucose. Patient remained in the hospital overnight and was released the next day. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). No product or data were provided for evaluation. The reported event and malfunction could not be confirmed, therefore a definitive root cause could not be determined. It should be noted that the diabetes mellitus is a known cause of hypoglycemia.